Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the reported malfunction could not be reproduced. A field service engineer confirmed that the issue was resolved. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported by the customer that pyxis medstation es system had hardware failure.the customer reported that they utilized the another station to obtain their medication.there were no adverse events or injuries reported based on this event.